Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device check, rv lead noise was observed upon interrogation. The noise was not reproducible. No programming changes were made. The patient was asymptomatic and will continue to be monitored.